Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that an impella 5.5 was placed and during the cardiac intervention case, after fixing the left anterior descending artery, the pump flows dropped from 3.4 to 0.6. The pump position was checked. The pump was taken out, inspected, and then put back in with no change to the flows. The impella 5.5 was then removed. A second impella pump was not used as the pressures were good and one drip had already been weaned off. The case continued and the circumflex artery was fixed without an issue.